Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed an error message and the lifeband won't retract. No known impact or consequence to patient information was provided.

Manufacturer narrative:
The reported complaint of error message user advisory - "ua" 07 (discrepancy between load 1 and load 2 too large) on the autopulse platform serial #(B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to damaged load cells which were likely sustained during mishandling. The load cells were replaced to remedy (ua) 07. During visual inspection, a damaged top cover, front enclosure and bent battery lock were observed on the returned autopulse platform. These types of physical damages likely attributed to mishandling. The damaged parts were replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).